Event description:
It was reported by the patient's spouse that the patient is deceased. The caller was inquiring cause of death and alleged that the device contributed to the patient's death. Additional information received from a clinician indicated that the patient had been very ill when the device system was implanted. The implantable pulse generator (ipg) was implanted due to bradycardia and asystole. The ipg was operating as expected when the patient was discharged from the hospital to a long term care facility with a tracheostomy/ventilator and peg tube. The patient had respiratory distress, hypoxemia, pneumonia and chronic obstructive pulmonary disease. The patient had not been seen in follow up at the clinic following hospital discharge and prior to death. Cause of death is unknown. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.